Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation. Visual inspection confirms the complaint as a small hole can be seen approximately 1 cm from the hub, then extending lengthwise approximately 0.3 cm down the lumen. Under magnification it can be seen that the lumen around the hole appears stretched, indicative of having ballooned prior to bursting. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. The instructions for use (IFU) include warnings and parameters for infusion equipment and bolus injections to avoid excessive pressures. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Do not flush against resistance.

Manufacturer narrative:
The investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Vascu PICC was noted to be leaking approximately 1 cm below the suture wing.